Manufacturer narrative:
An event regarding subluxation involving a triathlon patella was reported. The event was confirmed. Method & results: device evaluation and results: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on (B)(6) 2014 with no reported discrepancies. Medical records received and evaluation: medical review indicated that improper soft tissue balance around the patellar device in combination with possible degenerative disease related issues have contributed to patellar subluxation requiring further revision surgery after a previous revision in 2015 with a soft tissue procedure around the patella and exchange to a thinner bearing to help improve patellar tracking. No issues with the bearing itself. The underlying problem of soft tissue unbalance across the knee causing the patellar subluxation was already present prior to implantation of the current device in 2015 but was not solved by the previous revision surgery. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there has been one other event for the lot referenced. This other event is for the same patient for first revision surgery for a tight knee and patella dislocation whereby the patella remained implanted. Conclusions: medical review indicated that based upon available information we may conclude that root cause of failure is an adverse mix of patient-related (knee disease) and procedure-related factors (knee soft tissue balance) although the balance between the two is difficult to establish due to lack of adequate clinical and imaging information. Further information such as dated pre- and post-operative x-rays, second revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned to the manufacturer.

Event description:
Right knee revision. Patient has patella subluxation on right knee.